Manufacturer narrative:
The customer provided the device log files for evaluation, which pointed to a potential main board malfunction. As a precaution, the technician recommended replacing the main board. The customer recommended that a field service engineer perform the replacement on-site, and a work order has been initiated for this action.

Event description:
Complainant reported that while on standby the device's screen turned blue. No patient harm was reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.